Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with liberty cycler set and the patient event of streptococcus salivarius peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler with liberty cycler set. Although the cause of the peritonitis was not determined, it is likely that there was a breach in aseptic technique. Streptococcus salivarius is a commensal bacterium of the human oral mucosa. According to peritoneal dialysis instructions for preparing for treatment, the patient is required to mask prior to treatment set-up as part of aseptic technique. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient reported having peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing stomach cramps and went to their primary care physician on (B)(6) 2023. The physician suspected the patient had colitis and prescribed antibiotics (no information provided). The patient contacted the pdrn on the same day and was instructed to supply a sample of pd effluent to check for peritonitis. The pd effluent appeared cloudy upon receipt. The patient was diagnosed with peritonitis on that date. The pd effluent culture resulted positive for streptococcus salivarius. The patient¿s antibiotic treatment is intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis is unknown. The patient did not require hospitalization for this event. There was no report of any other issue with any fresenius product pertaining to this peritonitis event. No further information pertaining to the peritonitis event was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient reported having peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing stomach cramps and went to their primary care physician on (B)(6) 2023. The physician suspected the patient had colitis and prescribed antibiotics (no information provided). The patient contacted the pdrn on the same day and was instructed to supply a sample of pd effluent to check for peritonitis. The pd effluent appeared cloudy upon receipt. The patient was diagnosed with peritonitis on that date. The pd effluent culture resulted positive for streptococcus salivarius. The patient¿s antibiotic treatment is intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis is unknown. The patient did not require hospitalization for this event. There was no report of any other issue with any fresenius product pertaining to this peritonitis event. No further information pertaining to the peritonitis event was available.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient reported having peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing stomach cramps and went to their primary care physician on (B)(6) 2023. The physician suspected the patient had colitis and prescribed antibiotics (no information provided). The patient contacted the pdrn on the same day and was instructed to supply a sample of pd effluent to check for peritonitis. The pd effluent appeared cloudy upon receipt. The patient was diagnosed with peritonitis on that date. The pd effluent culture resulted positive for streptococcus salivarius. The patient¿s antibiotic treatment is intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis is unknown. The patient did not require hospitalization for this event. There was no report of any other issue with any fresenius product pertaining to this peritonitis event. No further information pertaining to the peritonitis event was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak and valve actuation tests were performed and passed. As received treatment was performed with reduced dwell time without any failures or problems. A mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.